Manufacturer narrative:
Analysis of the archival sample was conducted on 2017-12-05 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 13. During testing, particular attention was paid to needle position on the non-patient end. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. Analysis of the archival sample was conducted on 2017-12-05 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 13. During testing, particular attention was paid to needle position on the non-patient end. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. Additionally 8 used pen needles were returned, including two pen needles with needles bent on the non-patient end. 6 pen needles were tested with regard to screwing and unscrewing the pen needles on/off pen injector devices. Three designs of pen injector devices were used: - pre-filled pen injectors with insulin - lantus solostar, sanofi, - pen injectors with dedicated cartridges - novopen echo, novonordisk - pen injectors with typical, replaceable cartridges - tactipen, sanofi. Each test was successfully completed. A drop of fluid was observed at the end of the needle which confirms correct assembly of the needle on the pen injector and patency of the needle. Disassembly and verification of needles on the non-patient end also did not confirm the defect under complaint. The most likely cause of the defect under complaint is incorrect use during attachment (screwing) of the pen needle on the pen injector device.

Event description:
(B)(6) called (B)(6) 2017 at approx. 3:20pm and left a voicemail. (B)(6) had recently converted from easy touch to the members mark pen needles. (B)(6) explained that she was inserting the droplet pen needles into her humalog kwikpen, following the instructions provided with the product. However, somehow the interior needle that goes into the insulin vial was somehow becoming bent and not delivering her insulin. She reported that she had that experience with 4 pen needles.

Manufacturer narrative:
Analysis of the archival sample was conducted on 2017-12-05 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 13.during testing, particular attention was paid to needle position on the non-patient end. No deviations such as bent needles, non-axiality or others which could cause the defect under complaint were observed. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications.

Event description:
(B)(6) called (B)(6) 2017 at approx. 3:20pm and left a voicemail. (B)(6) had recently converted from easy touch to the members mark pen needles. (B)(6) explained that she was inserting the droplet pen needles into her humalog kwikpen, following the instructions provided with the product. However, somehow the interior needle that goes into the insulin vial was somehow becoming bent and not delivering her insulin. She reported that she had that experience with 4 pen needles.